Event description:
It was reported that the implantable cardioverter defibrillator (ICD) electrogram revealed erratic outputs with a lot of ventricular signal in the atrial channel and showed poor signals on both the atrial and ventricular leads. There was crosstalk between the right atrial (ra) lead and right ventricular (rv) lead. The atrial, right ventricular (rv) and left ventricular (lv) leads pace impedances were varying and low along with the rv impedances gradually increasing and rising threshold. A device measurement issue was noted. The leads were checked intraoperatively and the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device identified a failure condition that disappeared during analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, implantable tachy lead, (B)(6) 2012; 429678, implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.